Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator was not being able to be checked with consult. After further reviewing this device, a code 1007 message indicator of charge time exceeding limitations was shown. Reportedly, the patient got 2 shocks due to ventricular tachycardia (vt). This device charge time was of 40 seconds. The patient was received in the emergency room still in vt and he was treated with amiodarone, after this the patient was stabilized. This device was then explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was not being able to be checked with consult. After further reviewing this device, a code 1007 message indicator of charge time exceeding limitations was shown. Reportedly, the patient got 2 shocks due to ventricular tachycardia (vt). This device charge time was of 40 seconds. The patient was received in the emergency room still in vt and he was treated with amiodarone, after this the patient was stabilized. This device was then explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.